Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the upper and low abdomen on (B)(6) 2020 using the legacy coolmax and presented with paradoxical hyperplasia (ph).

Manufacturer narrative:
Corrected data: b5 (treatment date), d1, d4, d8, e3, g1, g2, g4, h6, h11. Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Ph is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Zeltiq initiated a voluntary discontinuation and recall of parallel plate applicators for the coolsculpting® system due to the observance of an increased rate of paradoxical hyperplasia (ph) associated with these applicators during a recent analysis of data from the 2019-2021 timeframe. These applicators are sold under the brand names coolcore, coolcurve, coolcurve+, coolmax and coolfit.

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Event description:
A treatment provider reported to an allergan practice development manager that they have a patient who presented with paradoxical hyperplasia post coolsculpting treatment with the coolmax applicator. The first treatment with the was in the center of the lower abdomen. Approximately one month after the first treatment both sides of the upper abdomen were treated. Approximately eight months after the second treatment the patient reported increased volume / size and hardening of the treated areas.